Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to device alert patient went to clinic where it was discovered that the impedance was out of range and there was no capture. Reprogramming was performed. There was no report of adverse consequences for the patient.